Manufacturer narrative:
Inspection of the returned device confirmed the distal marker band was no longer present. Swage marks where the marker band was installed were identified on the tubing. Review of manufacturing records confirm the marker band swaging process is "in control". The exact cause for the marker band dislodgment could not be determined.

Event description:
Following use of the ekosonic device, as the device was being removed from the patient, the distal platinum marker band was dislodged and remained in the patient in an already occluded arterial branch. No adverse effect on the patient was reported.